Event description:
It was reported that the device would not power on when attempting to use on a pt in cardiac arrest. No CPR was in progress when the paramedics arrived. The down time for the pt was unknown. The device would not power on, and no other device was available at the scene. The pt was transported to the hospital and the customer confirmed that the pt did not survive. The customer also stated that the device not functioning did not contribute to the patient's outcome.

Manufacturer narrative:
Physio-control evaluated the device and could not duplicate, nor confirm the reported failure. The field service representative observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause for the reported failure could not be determined.